Event description:
Patient received an unanticipated burn on their face when the anesthesiologist did not turn off the or nasal oxygen during portrait treatment.

Manufacturer narrative:
Label warnings state the portrait is an ignition source and is not to be use in an oxygen-enriched atmosphere.